Manufacturer narrative:
Main investigation conclusion: the reported event of no external power while connected to the mobile power unit (mpu) was confirmed via a review of the log file. The heartmate mpu was not returned for analysis; however, a log file was submitted for review. A review of the log file showed events spanning approximately 7 days ((B)(6) 2021 per timestamp). A no external power event was recorded on (B)(6) 2021 from 10:45:27 ¿ 10:45:34 due to a loss of ac power while connected to the mpu. The backup battery provided power to the system during this event and the alarms were cleared once power was restored. Pump operation was not affected. Multiple good faith effort attempts were made to retrieve additional information regarding event including the mpu serial number, product return, if the mpu has a v-lock connector on the ac power cord, if the power cord came loose and if there were any environmental circumstances that would have affected ac power at the time of the event; however, no response was received. The root cause of the reported event was unable to be confirmed during this investigation. Heartmate iii instructions for use, rev. C, section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook, rev. C, section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low power hazard, power cable disconnect, and no external power alarms. Heartmate iii instructions for use, rev. C, section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook, rev. C, section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were unable to be reviewed due to the serial number of the mobile power unit being unknown. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's log file was submitted for review. Upon review, multiple no external power alarms were observed while the patient's device was connected to the mobile power unit (mpu). This was caused by the power to the mpu being briefly interrupted. This may have been due to the power cord coming loose from the wall outlet or the house losing power.